Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was noted that the endurant device was converted to an aui with an endurant aui and an endurant cuff at the time of the index procedure for an unknown reason. It was reported that there is a fracture of the bare metal suprarenal stent, but unknown which device the fracture is related too. The patient has not, and will not receive treatment; however, it was noted that the event was resolved. The patient was not symptomatic. No further information is available. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4)